Manufacturer narrative:
Section d5: operator of device corrected section d9: correctedmanufacturer¿s investigation conclusion: it was reported that the low flow alarm threshold (lfat) tool was not working when attempting to adjust the lfat to 2.0 liters per minute (lpm). The lfat tool reportedly crashed repeatedly when attempting to connect to the wireless adapter. A new system controller with a lfat of 2.0 lpm was used instead. The reported event is related to the lfat tool and could not be correlated to an issue with the system controller. The lfat tool is a tool used by abbott representatives to adjust the lfat and is not a commercially available product. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. A), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had degree of recovery. Flows sometimes dipped to less than 2.5 liters per minute (lpm) because of this. Controller was exchanged to 2.0 lpm software. Couldn't use the low flow alarm threshold as it was not working. The app crashed every time the bluetooth adapter was connected from the list. A new 2.0 lpm system controller was used from the shelf.